Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. In 2010, the patient was diagnosed with bacterial peritonitis. It was not reported if the patient required hospitalization. On an unreported date, a culture (source not reported) was obtained that revealed (B)(6). It was not reported if the patient was treated with antibiotic therapy. The root cause of the bacterial peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis. The outcome for the event of bacterial peritonitis and action taken with pd therapy was not reported. The patient's concomitant medications were not reported. The nurse believed that the event of bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.